Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before the implementation of UDI in manufacturing.

Event description:
It was reported that there was an increase in measured fico2 during surgery. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. No device log was available to confirm the increase in measured fico2 during surgery. The distributor calibrated the gas analyzer on the anesthesia system and there was no part replaced. The root cause of the reported issue has not been determined. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015. ¿ date of implementation of UDI in manufacturing.